Event description:
From x-rays taken during the second stage surgical procedure, it was noticed that the implant, placed (B)(6) 2014, was not there. The patient mentioned that he had the feeling of having swallowed something. The doctor and patient assumed that patient swallowed the implant. The patient didn´t want to take xray of the stomach.

Manufacturer narrative:
This device will not be returned, therefore, no evaluation of product can be completed.

Manufacturer narrative:
The ingestion (swallowing) of a dental implant is an anticipated event, that may occur rarely either during the implant procedure due to handling by the dental surgeon, or after the procedure as a result of non-integration or loss of integration. While it is unlikely that an ingested dental implant would cause or contribute to a death or serious injury biomet 3i¿s current policy to report these events, in an abundance of caution. The review of the product records did not provide any indication of a manufacturing deviation that would cause a non / loss of integration to be swallowed condition. Dental implants are small and cylindrical and if ingested, are anticipated to pass through the digestive track without requiring medical or surgical intervention and without sequelae. (B)(4).